Event description:
The device was used during a laparoscopic nissen fundoplication. Reportedly, the device was difficult to "toggle" and the needle detached. The surgeon was unable to retrieve the component. The hospital has reported no pt injury occurred.